Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had three bands attached. The suture hole was in good condition with no damages observed. Some ligator head teeth were damaged/bent. These findings were consistent with the findings when the device was observed under magnification. The trip wire was partially rolled in the handle assembly indicating that the knob was initially rotated. The trip wire was not secured in the handle slot. The suture was intact and it was attached to the trip wire loop. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head suggests that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands, this could have resulted to an improper deployment of the bands and causing more tension on the device, consequently, bending/damaging the teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on july 1, 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.